Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and the overlay tubing of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that there was high sensing integrity counter (sic) and low sensing (since implant) on the right ventricular (rv) lead. There was some blood within the lead and apparently the screw could not be retracted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, no eval explain code if information is provided in the future, a supplemental report will be issued.